Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 250-300 mg/dl. Reportedly, the cause of the impacted bg levels were unknown. During a system check with tandem technical support, it was confirmed that the pump was functioning as intended. The customer delivered insulin injections to stabilize bg levels.